Event description:
It was additionally reported that the current state of the patient was "well and controlled". Antibiotics were administered.

Event description:
It was reported that a smiths medical deltec® gripper plus® safety needle was unable to be stabilized resulting in medication leaking. The patient was reported to go into septic shock requiring two port-a-cath change outs; leading to a prolonged hospitalization course. No further patient adverse effects were reported.